Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pains. An echocardiogram revealed pericardial effusion with tamponade. The patient's leads had perforated the heart. Fluid was drained from the patient via a pericardial window and the leads were left in position. The patient tolerated the procedure well and the patient's condition post procedure was stable.